Event description:
Vns patient had repeated seizures over several hours and was bleeding from their mouth. It was reported that the patient had never done this before. Further follow-up revealed that the patient was admitted to the hospital at the time of the repeated seizures but is now doing fine. Treating neurologist indicated that the event was not related to the vns and that the event was caused by a severe throat/upper respiratory infection. Treating neurologist indicated that this type of infection has been known to trigger seizures in the past.